Manufacturer narrative:
The device has not been received for analysis as of the date of this report.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. A 2.50x16mm was advanced toward the very calcified lad, however, the stent would not cross the lesion. On the second attempt to cross the lesion with the same stent, the physician pulled it back and one strut had "aligatored up". The procedure was completed with another of the same device. There were no pt complications or injuries reported. That pt status is listed as ok.